Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd alaris pump module smartsite infusion set was damaged the following information was received by the initial reporter with the following verbatim: boston medical center had an alaris tubing administration set that had a pin hole in it upon administration of drug. I have the tubing reference number and lot number.

Event description:
No additional information was provided.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of pin hole in tubing could not be verified due to the product not being returned for failure investigation. Device history record review for model 2420-0007 lot number 23085253 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.